Manufacturer narrative:
(B)(4): the test strip passed testing with no faults found. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
The patient contacted lfs alleging that their meter does not power on. The patient denied exhibiting any symptoms or seeking any medical attention due to the alleged issue. The technique of applying blood on the test strip was correct. The product was replaced. The complaint is being reported since the alleged issue was not resolved over the phone.